Event description:
It was reported that the infusion sheath was torn off. Two 2.4mm jetstream? Xc catheters were selected for use in an atherectomy procedure. An attempt was made to perform atherectomy from a pedal approach through a non-boston scientific introducer sheath, and then an attempt was made from the femoral approach, but the devices could not advance through the distal lesion. The jacket was torn off of both catheters. The procedure was prolonged, and a balloon was used to complete the procedure instead. There were no patient complications as a result of this event. It was further reported that the target lesion was severely calcified and located in the not very tortuous popliteal and distal superficial femoral artery.

Event description:
It was reported that the infusion sheath was torn off. Two 2.4mm jetstream? Xc catheters were selected for use in an atherectomy procedure. An attempt was made to perform atherectomy from a pedal approach through a non-boston scientific introducer sheath, and then an attempt was made from the femoral approach, but the devices could not advance through the distal lesion. The jacket was torn off of both catheters. The procedure was prolonged, and a balloon was used to complete the procedure instead. There were no patient complications as a result of this event.